Event description:
The event is reported as: the customer alleges that there was a pin hole found in the corrugated tubing of the circuit. The alleged issue was detected prior to patient use.

Manufacturer narrative:
The device sample was returned to the manufacturer, but the investigation is incomplete at the time of this report. A DHR (device history record) review could not be conducted since the lot number was not provided. Two (2) pictures of a section of the product catalog number 780-23 (circuit, pediatric, single htd limb w/wate) were received for analysis. They were visually inspected founding a pinhole on a section of the corrugated tubing. No other issues were found.